Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform various troubleshooting steps, such as disconnecting the tubing and delivering a bolus. The customer was advised to replace supplies as necessary and resume insulin therapy.